Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up, out of range high voltage lead impedance was observed. High lead impedance measurement on svc - can was noted. Externalized conductors on the lead with normal electrical function and successful dft testing was reported previously. The lead remains implanted.